Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at unknown atms. The number of inflations is also unknown. No other information or details are available. No pt injury or complications were reported.